Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, echocardiogram showed the valve had a gradient of 22 millimeter of mercury (mmhg). The following day a post-implant balloon aortic valvuloplasty (bav) was performed. During the bav the balloon got caught on top of the valve frame. The physician tugged too hard on the balloon and the valve dislodged. A second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.